Manufacturer narrative:
Good faith attempts have been made to the customer to retrieve complaint information. However, customer service was unable to collect the information from the clinician. Therefore an initial MDR will be submitted. If addition information were to become available, the complaint will be updated accordingly.

Event description:
Product compl: failure to osseointegrate.